Event description:
The customer reported the leg extensions were cracked and difficult to install, remove, or adjust. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extensions. The system operates as intended.